Event description:
Plastic covering of wire broke and remains in the kidney. Will need to be removed at a future procedure e.q. Percutaneous nephrolithotripsy or open pyelolithotomy. See scanned page.